Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse found that there were air bubbles in syringes. As troubleshooting measure valves were replaced, however this did not resolve the issue. The fse determined the air bubbles were caused by faulty sample syringe and wash syringes. The fse replaced the sample syringe and wash syringe to resolve the issue. No further issues noted after part replacement. The instrument returned to normal operation. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneously high ise (ion selective electrode) sodium (na), potassium (k) and chloride (cl) patient results. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.